Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the patient had icl implantable collamer lens implanted in left eye (os) to correct myopia and astigmatism. The patient sees very well and clear but has complained of halos around lights. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Claim#: (B)(4).